Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the sag head was seized and debris was found in the bearings. The motor and bearings were replaced, along with other components.

Event description:
It was reported that the handpiece began overheating during set up for a procedure. The device was not being used during a procedure. There was no pt involvement and no adverse consequences.